Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Reference file pic_anp1900059775 for investigation photos. This sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was able to properly load into the jaws of the device and was successfully applied to over-stressed surgical tubing. This was repeated with the same result. The third clip was able to properly load into the jaws but the clip broke when being applied to the over-stressed surgical tubing. The fourth and final clip was able to fire properly and attach to the tubing. The sample was received with 4 clips remaining in the channel indicating that 11 clips were fired by the end user. The broken ratchet could cause the clips to become out of position which could prevent the clips from properly loading and cause damage to the clips. However, it could not be other remarks: determined why the ratchet or clip broke. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "not clipping" was confirmed based upon the sample received. One device was returned. The device was received with 4 clips remaining in the channel indicating that 11 clips were fired by the end user. Upon functional inspection, three of the remaining clips were able to fire properly and were successfully applied to over-stressed surgical tubing. However, the ratchet ears were found to be broken and one of the clips broke during application to the over-stressed surgical tubing. The broken ratchet could cause the clips to become out of position which could prevent the clips from properly loading and cause damage to the clips. However, it could not be determined why the ratchet or clip broke. Since it could not be determined what broke the ratchet, the root cause of this complaint issue is undetermined.

Event description:
It was reported that the device is not clipping. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo 5 ml lot #73b1700487 investigations did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the device is not clipping. The patient's condition was reported as fine.